Manufacturer narrative:
(B)(4). The previous repair report for ultra duo flex fluid cart serial (B)(4) was reviewed and noted no related non-conformances, requests for deviation (rfd) or any other issues with the repair. The previous repair report review found no issues with the device after repair and all verifications, inspections and tests were successfully completed. On (B)(6) 2018, it was reported by (B)(6) medical center that the unit was not registering the fluid levels. (B)(4) was contacted about the unit and dispatched the service technician to be at the site. On (B)(6) 2018, the technician found that the level sensor as reading inaccurate fluid level in the right side of the cylinder. He replaced the level sensor on the both side with a duo quad level sensor kit (part#91584, lot#0021805) and verified that the unit was functioning as intended. The technician then returned the unit to service without further incident. The device was tested, inspected, and repaired as per cl ¿ repair cart and evac rev. 0. Service work order (B)(4) on (B)(6) 2018. Based on the information, the root cause of the reported issue was due to a malfunctioning level sensor; which would cause level sensor to read inaccurate fluid levels. The reported event was confirmed during inspection of the device and the device was noted to be functioning as intended after the level sensor was replaced. The investigation was based on the information that was provided initially and any information that was obtained throughout the follow-up process. Evaluated by 3rd party technician.

Event description:
It was reported that the unit was not registering fluid . The event occurred before surgery and both cylinders were not reading/registering fluid volume. It was stated that the level sensors weren¿t reading the fluid properly. So tech replaced the level sensors, tested unit and everything tested good. Unit returned to service without error. No adverse events were reported as a result of this malfunction.